Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this issue has been resolved.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had loss of capture (loc) for a pacemaker dependent patient. No adverse patient effects were reported. The device remains in service.